Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had all the green lights flashing when a scope was plugged in and it stopped after clicking standby during set up. There were no reports of patient harm.